Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. An external abrasion which breached the outer insulation at 22.9 cm to 24.1 cm from the distal tip. The outer coil was found looped at the same location. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).